Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that contact 4 was in use, but had impedance greater than 4,000 ohms when tested at 0.25 volts. The rep programmed around the contact with good coverage. The issue was considered resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. The issue occurred during normal use. Chronic pain was noted as patient medical history. No symptoms were reported.